Event description:
It was further reported that the patient presented with acute st depression in v1 through v3, interpreted as a direct posterior st-elevated myocardial infarction. The patient had experienced 4/10 to 6/10 chest pain for 2 hours before presenting to the emergency room. Vascular access was obtained via the right common femoral artery. Visible thrombus is noted inside the circumflex artery (lcx) adherent to a portion of the wall proximal to the origin of the obtuse marginal (om) branch. The kinetix plus, str, 185cm, was advanced through an unspecified xb catheter. After the tip detached and the decision was made not to attempt to retrieve the tip, a second 0.014 guide wire was advanced into the lcx, across the more proximal lesions and into the om branch where it was docked in a small side branch. The lesion in the proximal lcx was dilated and stented with a 2.5x23mm drug eluting stent (des). The proximal end of the stented aread was flared out into a much larger section of the lcx and was still rough and irregular in appearance. A 3.0x8mm stent was passed to this site and deployed at 12 atms with excellent results. Timi 3 flow was stabilized to the lcx. The patient was sent to the coronary care unit at the end of the procedure in stable condition with stable blood pressure and pulse rate. The patient's chest pain was reduced to 2/10. The electrocardiographic changes were improved with the stenting of the lcx.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the patient presented with acute st depression in v1 through v3, interpreted as a direct posterior st-elevated myocardial infarction. The patient had experienced 4/10 to 6/10 chest pain for 2 hours before presenting to the emergency room. Vascular access was obtained via the right common femoral artery. Visible thrombus is noted inside the circumflex artery (lcx) adherent to a portion of the wall proximal to the origin of the obtuse marginal (om) branch. The kinetix plus, str, 185cm, was advanced through an unspecified xb catheter. After the tip detached and the decision was made not to attempt to retrieve the tip, a second 0.014 guide wire was advanced into the lcx, across the more proximal lesions and into the om branch where it was docked in a small side branch. The lesion in the proximal lcx was dilated and stented with a 2.5x23mm drug eluting stent (des). The proximal end of the stented aread was flared out into a much larger section of the lcx and was still rough and irregular in appearance. A 3.0x8mm stent was passed to this site and deployed at 12 atms with excellent results. Timi 3 flow was stabilized to the lcx. The patient was sent to the coronary care unit at the end of the procedure in stable condition with stable blood pressue and pulse rate. The patient's chest pain was reduced to 2/10. The electrocardiographic changes were improved with the stenting of the lcx.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the core wire was fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not received for analysis. The received portion of the high torque sleeve (hts) was 6.5 in long. The fractured end of the wire was bent. Analytical test results concluded that the core wire fractured due to ductile torsion/bending overload. (B)(4).

Manufacturer narrative:
(B)(4).date of birth, weight, weight(units), describe event or problem, relevant tests/lab data, other relevant history, returned to MFR on, device evaluated by MFR.(B)(4).

Event description:
It was reported that during a coronary angioplasty treatment procedure the tip of the guide wire detached. The patient presented with an acute myocardial infarction. The 100% stenosed target lesion was located in the distal left circumflex (lcx) artery, just past the take off for the 1st obtuse marginal artery. A kinetix plus, str, 185cm guide wire was placed in an unspecified side branch of the lcx. The physician attempted to pull the wire back to reposition the wire into the lcx and noticed that the tip of the guide wire had detached and remained in the side branch. No attempt was made at retrieval. No patient complications were reported and the patient's status is ok.